Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in-clinic after experiencing a vibratory alert for non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made.